Event description:
During a stenting procedure to the aha6 lesion, there was difficulty experienced with the cypher crossing the lesion at the proximal part of the lad6; therefore, the product was retrieved from the patient. When the physician inspected the balloon, the stent was missing; therefore, a coronary angiography (cag) was conducted and the stent was observed dislodged around the distal section of the lmt, approximately aha 6 proximity. The proximal end of the cypher stent was possibly flared and became caught at the lesion site. A snare was delivered to retrieve the dislodged stent, but the stent could not be retrieved and a dissection occurred with the snare at the distal end of the lmt. Therefore, the physician decided not to use a snare and delivered a 2nd cypher and a second guidewire (athlete gt), but the cypher could not cross the lesion because it was hitting the dislodged stent or lesion. Subsequently a bare metal stent (bms/2.75-16mm: liberte) was implanted at the aha6, crushing the distal part of the dislodged stent and then a driver stent (3.5/18mm) was implanted at the aha6 proximity, approximately lmt crushing the proximal end of the dislodged stent overlapping the liberte stent at the proximal end. The vessel was a de novo and slightly tortuous. There was 75% stenosis. There was a reported injury of a dissection due to the snare to the male patient. The product will not be returned for analysis.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.